Event description:
An alarm issue was reported with the freestyle librelink application. A caller customer reported that the sensor did not trigger alarm when the customer¿s blood glucose was low and as a result, the customer experienced a seizure and a loss of consciousness. The customer was unable to treat themselves and received a treatment of glucagon injection from their spouse and firefighters (paramedics). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product data has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Attempted to replicate the user complaint and was able to successfully receive high/low glucose alarms on an iphone 12 pro device with ios 15.1.1/fsll version 2.5.3.3088 using a known good libre 2 sensor. There were no issues identified with the librelink application. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.